Event description:
Related MFR report number: 2017865-2024-03316 related MFR report number: 2017865-2024-03317 it was reported that a patient presented to clinic for follow up. Device interrogation revealed high pacing impedance on the right ventricular (rv) lead; rv lead fracture was suspected. Patient noted to have discomfort, shortness of breath, dizziness, and syncope. On (B)(6) 2024, CT scan was performed and revealed rv lead cardiac perforation and possible atrial lead cardiac perforation. It was also noted that there was oversensing on the pacemaker (pm). On (B)(6) 2024, the physician elected to explant and replace the rv lead and pm. The patient condition was stable following the procedure.